Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address pain, elevated metal ions and component loosening.

Manufacturer narrative:
Asr revision right. Reason for revision : component loosening and pain, high levels of chromium and colbalt this patient is bi-lateral. For the left side see (B)(4). Update alert date 27th june 2016. Added products x 4 , xl, added comp loosening stem. See email dated 27th june 16 - ab update may 26, 2017: additional information received from kennedy, as per review of the new information there is no update to the com. This complaint was updated on june 21, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.